Event description:
While in the hospital for treatment of a small bowel obstruction it was determined that one of the patient's balloons had deflated and partially migrated into the duodenum. The obstruction occurred in the small intestine and the physician ruled it was not due to the balloon. The balloon was uneventfully removed during the patient's hospital stay.